Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the phenomenon was not reproduced during inspection, and no other defect was observed. The root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the ultra high-definition camera control unit displayed a 118 error message which persisted despite turning off the device. The issue occurred during an unspecified procedure. There were no reports of patient harm.